Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was first admitted for gastrointestinal (gi) bleeding on (B)(6) 2021. Symptoms included acute anemia, fatigue, and bloody stool. The patient was taken to the gi lab for upper and lower endoscopies but no arteriovenous malformations (avms) were noted. An outpatient capsule study demonstrated small bowel avms. The bleeding subsided on its own with no treatment performed. The patient was discharged on (B)(6) 2021 after bleeding resolved with plans for continued monitoring as outpatient.